Event description:
Hcp reported "item removed is a pump with what appears to be a stalled rotor". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.